Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the physician was unable to see the helix screw in the tissue with fluoroscopy while trying to attach the lead. The lead was replaced without issue. There were no patient symptoms and did not suffer any complications from the surgery.